Event description:
It was reported that the patient had disconnected her device overnight and self-administered 4.5 units of insulin. She later awoke and requested assistance reconnecting her system. She also reported receiving an alarm instructing her to connect her cgm or enter a blood glucose measurement. Upon review, the cgm was connected and functioning properly, and she was advised to dismiss the message. She was then guided through reconnecting her infusion set and confirming that insulin was available in the cartridge. The patient noted that the cartridge previously showed 142 units and was now showing 96 units, and she questioned where the insulin had gone. She was instructed to check for any signs of insulin leakage, and she reported none. A review of device data indicated that insulin delivery had been occurring as expected. The patient stated she was preparing to eat, and a follow-up call was planned. During follow-up, the patient reported a blood glucose level of 289 mg/dl with a sideways trend arrow. While speaking with support, she noted her blood glucose had decreased to 268 mg/dl with a downward trend arrow. She planned to contact her healthcare provider regarding a prescription for a different infusion set type, as her current prescription allowed only one type. She was reminded that support was available at all times and was encouraged to call whenever needed. The patient expressed appreciation for the assistance and reported no further needs. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.